Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the battery handpiece device sometimes stopped working and sometimes did not work while in use with a lid device was not confirmed. Therefore, an assignable root cause for the reported condition of intermittent operation was not determined. However, during evaluation, it was determined that the device had moving parts that did not move smoothly-trigger and would not hold/secure battery. It was further determined that the device failed pretest for check for mechanical free moving, check for sticky triggers and check falling out protection (steel ring). It was noted that the device had shaft age deterioration, lower trigger was stuck and the battery dropped out. The assignable root cause was determined to be due to component failure from wear.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: concomitant med products and therapy dates: lid device, (B)(6) 2022. The initial reporter's phone number was not available. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from japan that the battery handpiece device sometimes stopped working and sometimes did not work while in use with a lid device. It was further reported that the battery handpiece device worked when there was a change of lid mode. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.